Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump received a compromised forced sensor alarm during priming. The customer states that the insulin pump was not dropped or bumped and was not exposed to moisture. The customer states the drive support cap was not damaged. Their blood glucose was unknown. After troubleshooting, customer was advised that the insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Unit received compromise force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.